Manufacturer narrative:
The device was returned to olympus for evaluation, and the review found that the blackout image was displayed when angulating. In addition to the blackout image, additional findings are: due to damage to the charged coupled device, the specified resolving power was not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the investigation results, it is likely that since the image disappeared at angulation, the suggested event may have been due to damage to the image sensor unit and its cable. However, we could not specify the cause of the event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the bronchovideoscope had a no-image (black screen) issue. The issue was found during the inspection. There were no reports of patient harm.